Event description:
It was reported the pt's ipg site appeared to be bruised and was described as black and blue. It was reported there was no discomfort or other issues. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.